Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: (B)(4) 2019. International UDI: (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
The customer contacted philips technical support (ts) stating that unit had metal fittings of the air outlet port came off and was unstable. The customer reported there was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date received by manufacturer: 21may2019. Date of report: 24jun2019. The gas delivery system (gds) was returned to the manufacturer for failure analysis. A visual inspection of the gds revealed no anomalies. During testing of the gds, it was determined that the oxygen flow sensor failed due to the u1 component drifting out of specification submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR: 23apr19. MFR site correction. Device evaluated by MFR, patient and device codes. Manufacturer's product support engineer (pse) evaluated the unit and confirmed the reported issue. Pse also found oxygen concentration is out of range. Pse replaced the front panel to resolve the broken air outlet port. Pse replaced the flow sensor assembly to correct the oxygen concentration. Pse also replaced as part of preventative maintenance (pm) the unit's oxygen inlet filter, air inlet filter, and cooling fan filter. Unit tested and passed. Unit ready for service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.